Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 and 3.8 was failed to open. A field service engineer found that the auxiliary drawers 3.1 and 3.2 were found to have good drawer boards with defective interface boards, as no activity light was observed during power up. The pyxis bus module controller was replaced, and successful recovery was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 and 3.8 failed to open, displaying a device not detected on bus message and indicating that maintenance was required. The user attempted recovery and performed a hard reboot; however, the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.